Event description:
It has been reported to philips that exposure was unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted. The philips field service engineer (fse) conducted an onsite inspection and identified that the system could only perform low-load fluoroscopy, with exposure being impossible. During system startup, the fse examined the error log and discovered a "flow switch opened" error, accompanied by unusually high pressure within the system, around 680 kpa(kilopascal). Further diagnostics involved checking the oil hose from the cooling unit (clu) to the tube and bypassing j3 on the clu pcb (printed circuit board) to test the system. It was found that the flow switch was inconsistent in its operation. To address this malfunction, the fse decided to replace the cooling unit, which successfully resolved the issue. The defective cooling unit was sent back to philips for failure analysis, but the precise cause of the cooling unit's failure remained uncertain following the supplier's part analysis. Nonetheless, the replacement of the cooling unit by the field service engineer effectively restored the system's functionality and system was returned to good working condition. The codes were updated based on the investigation outcome.